Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6) , used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical/medical investigation concluded that user technique could not be ruled out as the potential contributing factor to the reported event. The user manual does include potential adverse effects and includes warnings such as prevent the spinning burr from contacting anything other than the target bone, move slow and always use retractors. Patient impact beyond the soft-tissue damage and subsequent repair with an extra suture and dermabond as well as the 0-30 minute surgical extension could not be determined. The current patient status is unknown. No further medical assessment can be rendered at this time. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The real intelligence¿ cori¿ for knee arthroplasty user manual establishes that as with any surgical procedure, there is risk involved. Potential complications accompanying surgery may occur, including: mild to serious physical injury, delay in the operation, soft tissue damage and unintended laceration/puncture wound. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The most likely cause of this event is associated with user technique. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. The drill passsed kpc testing and a case. The exposure motor passed testing. The cable passed testing. Concluded that user technique could not be ruled out as the potential contributing factor to the reported event. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The real intelligence¿ cori¿ for knee arthroplasty user manual (500230 rev d) establishes that as with any surgical procedure, there is risk involved. Potential complications accompanying surgery may occur, including: mild to serious physical injury, delay in the operation, soft tissue damage and unintended laceration/puncture wound. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with no reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori- assisted uka, the bur damaged the skin. The tidemark was refined, but not the entire femur and when activating the bur the skin was damaged when burring the femur with the real intelligence robotic drill. Area was closed with and extra suture and dermabond. Surgery was performed, without any delay, rebooting the device. Patient's current health status is unknown.